Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk crt-d, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high impedances; chest x-ray indicated a possible fracture. It was further reported that the lv lead thresholds had risen steadily from (B)(6) 2014. Thresholds were high in lv tip - rv coil and lv tip - lv ring configurations. The lead was capped and replaced. No patient complications have been reported as a result of this event.